Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's health care professional reported via phone call that they had visited the emergency room on (B)(6) 2020 and later admitted to the intensive care unit due to diabetic ketoacidosis with high blood glucose level of 560 mg/dl. The customer had been using the insulin pump within 48 hours of high blood glucose level and had disconnected it at the hospital. The customer was treated with insulin drip and manual injections at the hospital. They also reported that they had taken steroids injection. The insulin pump was not on auto mode at the time of incident. The insulin pump also received stuck button alarm and no delivery alarms. The retainer ring was also broken and glued back on. The customer declined troubleshooting. The insulin pump will not be returned for analysis.